Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. Additionally, threshold measurements had increased and noise was observed. A revision procedure was performed and the lead was able to pulled out of the device header without effort. The lead was re-inserted in the header and the setscrews were tightened. All lead diagnostics were within normal limits following the procedure. No additional adverse patient effects were reported.